Event description:
It was reported that the pt rec'd an overdose. The pt's pump was refilled the previous day and a 4% dose increase was programmed. The next morning the pt presented to the emergency room with slowed breathing and was overly sedated. The health care professional (hcp) programmed the pump to the minimum rate and the pt became more responsive and woke up. The hcp programmed the pt to 300 mcg/day. The dose was re-titrated until it was therapeutic. The pt was kept as an inpatient for several days and observed as the titration was done, tolerating it well. The hcp stated that similar symptoms had occurred after the pt's last two refills, and that the symptoms typically last for 3-4 days following a refill. The hcp explained that the flow rate changed from a half full pump down to 1ml. It was believed that the pt's sensitivity was related to the progression of the disease. The hcp planned to monitor the pt for at least the next 24 hrs. The medication being delivered via the device system was lioresal.

Manufacturer narrative:
(B)(4).